Event description:
It was reported that a spectrum pump "failed downstream occlusion" during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an failed downstream occlusion did not occur. Evaluation found that the pump passed the downstream occlusion testing within the specifications and pressure ranges. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.